Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis was requested. Technical services (ts) indicated that the device reverted to safety mode. As a result, device was successfully replaced on (B)(6) 2026. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.